Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. According to the reporter: occurred during a laparoscopic roux en y bypass. The surgeon was not able to fire the device or squeeze the handle while transecting the jejunum. However, the surgeon was able to press the green button. The device failed. There was no reinforcement material used in conjunction with the stapling device. Based on the incident description provided by the account the most probable root cause is an incomplete handle compression. If the firing handle had been partially compressed and released after pressing the green firing button the safety interlock feature will engage and prevent the loading unit from firing a second time to prevent possible harm to the patient. Should new information become available, the file will be r e-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux en y bypass. The surgeon was not able to fire the device or squeeze the handle while transecting the jejunum. However, the surgeon was able to press the green button. The device failed. There was no reinforcement material used in conjunction with the stapling device. There was no medical or surgical intervention needed. There was no injury to the patient.